Event description:
It was reported that the stent was positioned correctly in the sfa in a cross over procedure. Under x-ray it could be seen (and measured) that the stent was exactly 5cm too short. The stent was not compressed. The (delivery) system was for a stent 170 mm in length (it was measured).

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, a product eval could not be performed. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the u.s. PMA# p070014.